Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ sewing ring, model #: 1153 / catalog #: 1153 / expiration date: 31-aug-2020 / lot#: 1500784, UDI #: (B)(4), device available for evaluation: no, device mfg date: 13-aug-2018, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an animal study implant procedure, there was an interface issue between the ventricular assist device (vad) o-ring and sewing ring that prevented the vad from being fully seated in the sewing ring. There was difficulty passing the inflow cannula through the sewing ring at the o-ring. Visual inspection confirmed the o-ring was not visible in the gap between the vad and sewing ring. It was noted that the sewing ring-inflow mating was not done prior to the implant. The sewing ring and o-ring were not implanted. No animal complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated initial reporter information. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction. The explanted date was added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the o-ring and sewing ring were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned o-ring and sewing ring revealed that the devices passed visual examination. An attempt was made to replicate the reported event of difficulty seating the pump onto the sewing ring; however, the reported event could not be replicated during bench test since the sewing ring was successfully positioned on to the inflow conduit with perceivable resistance. As a result, the reported event could not be confirmed. Of note, additional information revealed that a non-release product (ventricular assist device (vad)) was used along with a production device (sewing ring) for the animal study. Based on the investigation conducted, there is no evidence of a malfunction that may have prevented the devices from performing as intended. Multiple factors may have contributed to the reported event including but not limited to using a non-release product (vad) along with a production device (sewing ring), the angle of insertion of the inflow cannula during implant, and/or improper adjustment of the sewing ring screw. Additional products: lot#: 1500784, device is available for evaluation: yes, return date: 25-mar-2020. Yes device return to MFR? Yes. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.